Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call, the insulin pump did not detect the reservoir despite being full. The customer's blood glucose was 272 mg/dl. Customer stated the set change was changed and the piston to start to move and freeze soon after. The displacement test was performed and it failed. The device was replaced.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. During the occlusion test, the device recognized the water filled reservoir and infusion set in the reservoir compartment. No prime/seating anomaly noted during testing. The low reservoir alarm was set to 20.0 units. The device was programed with a bolus. After delivering the bolus, the units remaining in the pump status screen was 20.0 units and the unit properly alarmed low reservoir. The low reservoir alarm functions properly during testing. No low reservoir alarm anomaly noted. Device had minor scratched display window, scratched case and a pillowing keypad overlay.